Manufacturer narrative:
Event problem and evaluation codes: method code: (process evaluation): medical review. Results code: (evaluation result): per medical review - lens tears can occur at any stage from manufacture to intraoperative manipulation. Conclusion: (unable to confirm complaint): based on the complaint history, medical review and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - 81 (other): lens not returned. Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -6.5 diopter and the lens was noted to have torn. The lens touched the eye and was removed with no patient injury. The backup lens was implanted with no problem.